Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the stimulator was jumping in settings. Pt stated that normally the stimulation would be set to 2.2 or 2.4 on all four programs, however they would sit down and the stimulation would jump up to 7.2 and then up to 2.5 on another program. Pt stated that they would just keep adjusting the stimulation back down, however the stimulation would go back up once they started walking. Pss had the pt check to see if adaptivestim was enabled and active; pt went into program 1 and confirmed that adaptivestim was on. Pss had the pt turn adaptivestim off and move into different positions to see if the stimulation intensities would stay the same (as expected) or change; pt stated that they didn't think that the stimulation intensities had changed at all. Pt reiterated the issue stating that when adaptivestim was on, they would walk into their bedroom and the stimulation would be sky high again and was up to 7.3 and that the stimulation would always go up but not go back down. Pss had the pt turn adaptivestim back on and go into check position from the main controller menu. Pt was sitting, however the controller showed the lying back position; pss had the pt tap on recheck, however the lying back position was still displayed. Pss suggested that the pt turn adaptivestim off and meet with hcp/mdt rep to have the ins checked and for assistance with possible ins reprogramming specifically related to adaptivestim settings. When asked for the event date, pt stated about three months.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting they had the patient turn off their adaptive stimulation on all leads to resolve the stimulation jumping up and the controller showing the incorrect body position. It was reported that the issue had not been resolved but they were seeing their doctor on september 1st.